Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units. There was no impact to the customer's blood glucose level as the pump was being used with saline. At the time of the call, the customer declined to reload the cartridge. During a follow-up call on (B)(6) 2016, it was confirmed that the fill estimate updated to a more accurate number after the delivery of 10.2 units of saline, and the issue was resolved.